Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a consumer had a 31 g x 8 mm bd¿ ultra fine¿ short insulin pen needle break off in her abdomen during injection. The consumer went to an emergency department and received an x-ray. The x-ray showed the broken needle in the consumer's injection site. The consumer had surgery to remove the broken needle the following day.

Manufacturer narrative:
Results: a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5085239. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.